Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # x7052n. Additional information was requested and the following was obtained: "how did device not work? There was stuck when the surgeon want to fire on the tissue. Did device jammed (not fire clips)? Yes. Did device not feed clips? Yes. Did device drop or eject clips? The clips was ejected did device sideways feed clips? No. Did device fire malformed clips? Yes. Did device fire scissored clips? Yes. Difficult to open jaws? >> yes". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the internal components of the support tube were moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components. In addition, fourteen(14) clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device was stuck in the operation. No patient consequences.